Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2013 (B)(6); 4296 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing during shocks. There was a lead integrity alert (lia) for non-sustained ventricular tachycardia (nsvt) episodes. It was also reported that r wave amplitude had decreased from previous measurements. The lead is still in use. No patient complications have been reported as a result of this event.